Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The printed circuit board was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation. The patient was manually ventilated. There was no report of patient injury.